Event description:
Received info regarding a cartridge leaking. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A f/u MDR will be filed.